Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned after six months.

Manufacturer narrative:
Device analysis report attached.